Event description:
It was reported to ge that the footrest failed when a pt stepped onto it. Apparently, the pt exceeded the weight limit established for the footrest. No injury was reported. The footrest was replaced.